Manufacturer narrative:
Expiration date: 01/01/2015. 07/01/2013. An extensive investigation was conducted for complaint #(B)(4). On (B)(6) 2014, the office reported that a patient's front tooth is translucent after zoom treatment. The dental office disposed the zoom whitening chairside lot information. In order to initiate testing of the retains, the sales history for the dental office in the last 12 months was reviewed. It was decided to test all three lots that were shipped to the dental office in the last 12 months. The investigation included review of batch history record for chairside gel 22-3764 lot #s 14069020, 13203060 and 13129001. In addition, the retain sample for sku #22-3764 lot #s 14069020, 13203060 and 13129001 were tested and they were found to be within specifications. No other quality issue was revealed during the review of said records. The complaint record states that the patient's teeth were white before the whitening procedure so there was no need to take before photos. Based on the investigation, it appears ths is an isolated incident. Discus dental will continue to monitor complaints for similar issues.

Event description:
On (B)(6) 2014, the office reported that a patient's front tooth is translucent after zoom treatment.